Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, a crease smooth opening assessed to a fold flaw opening. ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed in the device. ¿ wear abrasion observed in the device. ¿ observed 40 mm dark patch edge material inside gel. No further actions are required as the device was implanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported a left side "inter-capsular rupture" and capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "inter-capsular rupture" and capsular contracture baker grade iii.